Event description:
The customer contact reported an adverse event while the device was in use. On an unspecified date, the pump was programmed to deliver an unspecified medication with a 0.5 mg/ml concentration, in the pca + continuous mode, a 0.4 mg/hr continuous rate, a 0.4mg pca dose & a 10 min lockout. In 2007 at 1718, the delivery was started. At 1723, the nurse noted the programmed settings were not correct. The md order was verified & the pump was reprogrammed to deliver in the continuous mode only, at a rate of 0.4 mg/ml and the delivery was started. The nurse reportedly contacted the md to discuss the order. At 1805, the pump was reprogrammed to deliver a 0.5 mg/dl concentration, at a continuous rate of 0.4 mg/hr, a 0.4mg pca dose, & a 10 min lockout. The next day at 0050, the pt was found nonresponsive & in respiratory distress. A code was called. The pt arrested & was intubated. The pt was treated with an unspecified medications, CPR, defibrillation & oxygen therapy. The pt was resuscitated and was transferred to the intensive care unit. After the pt was transferred, the pump was removed from clinical service. It was reported 3 days later, the patient expired. During testing at the user facility, the pump passed testing. The customer reported, "there is nothing wrong with this pump. Everything looks fine." The customer contact stated that " a preliminary conclusion" suggests that the pump was not related to the patient's death. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time the customer will not return the device for evaluation. If the device is received, a follow-up report will be submitted. The pump history was downloaded at the user facility. In 2007 at 1718 the pump was programmed to deliver a concentration of 0.5 mg/ml, in the pca+ continous mode, a 0.4mg pca dose, a 10 min pt lockout, at a rate of 0.4 mg/hr and limit was selected. At 1720, pump was powered off. At 1722 pump was powered on. At 1723, the pump was reprogrammed to deliver in the continuous mode only. At 1724, the door was locked & infusion was started. At 1804, door was opened. At 1805, the pump was reprogrammed to deliver in the pca+ continuous mode, with a 1mg pca dose, a 10 min patient lockout, the door was locked, there was a check setting alarm, the door was opened, & a rate of 0.4 mg/hr and no 4hr limit were programmed. Between 1807 & 2031, there were nine 1 mg pt initiated deliveries and unmet demands. At 2037 there was a partial 0.1 mg pt initiated delivery & an empty syringe alarm. Between 2040 & 2112, there were four unmet demands, an infuser reset alarm, the door was opened, a vial alarm, three check syringe alarms and three check injector alarms. At 2113, the door was locked, the infusion was started, the door was opened, a 10.4mg shift total was cleared, the door was locked and the infusion was started. Between 2200 & 2240, there were two 1 mg pt initiated deliveries. A new date stamp occurred. Review of the device history indicates that the pump delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.